Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Patient started having shocking sensation at ins pocket site, every couple of minutes. Patient indicated the shocking sensation got better when stimulation is turned off and the controller is charging. Caller reports patient was riding in the truck when the intermittent pocket shocking sensation started. Caller reports the ride was not bumpy, no fall or trauma, but the ins incision has scar tissue, ins feels different, may have moved down, but coverage is good, getting appropriate pain pattern coverage. Caller reports patient feels shocking sensation intermittently when the ins charge level is low. Caller reports the ins currently at 40% charged level. Palpation performed: stimulation on: patient felt shocking sensation at lower left side of the ins. Stimulation off: patient felt tender at the lower right side of the of the ins, no shocking sensation at the left side of the ins. Caller reports the ins pocket site is well healed, no redness on the left or right side of the ins. Impedances are within normal limits. Caller reports patient will continue to observe, if gets worse, will see physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was confirmed that the battery had not moved or been displaced. The patient stated they had gained some weight over the last year. The cause was unknown. The rep checked connection and ran an impedance report. Connectivity was still all green. Impedance ohms were low. They reprogrammed the patient on different contacts to see if this would resolve the issue. At this time, the issue was resolved. If the shocking sensation returns, the rep would meet with the patient.

Event description:
Additional information received that they still gets shocking intermittently about 2x/week. The pt says the shocking has gotten better with reprogramming and they plan to do reprogramming again today to see if that helps the issue. Pt indicates that it's taking them a prolonged period of time to charge her ins and pt can't get past 70% ins charge level. Pt also says that they will see poor recharge quality or check recharging during the sessions as well. Pt doesn't use the belt as it doesn't help them to connect to her ins. Since around (B)(6) 2025, pt has had recharging issues. Recharge data from tablet shows: (B)(6): 1.4-1.5 hrs, 10 to 40%, good coupling (B)(6), 10 to 80%, 1.4, excellent (B)(6), 20 min, 50 to 70% one fair session for 30 minutes that charged ins from 60 to 70%. Most other sessions took 1.4 hours with excellent coupling ((B)(6) and (B)(6) specifically) 5/18 session showed good coupling. Tss reviewed impact of fair and poor coupling. Ins is flat and in good position. No trauma or falls. Pins look good on both the rtm and controller. Cord manipulation during a recharge session doesn't make any changes to recharge quality. They reviewed replacing the controller. Pt' s rtm was just replaced in (B)(6) 2024 which pt says did address their issues at that time.

Manufacturer narrative:
See b5 was updated for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.